Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample was not available for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during use on a patient, "staple jamming and no patient harm". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during use on a patient, "staple jamming and no patient harm". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that during use on a patient, "staple jamming and no patient harm". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.